Event description:
Info rec'd indicates the head of the bed will not rise.

Manufacturer narrative:
The technician isolated the issue to the check valve. He replaced the check valve to repair the bed.